Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair surgery after the fast fix t1 was deployed the t2 deployed prematurely. No delay or other complications reported. Ts were removed from patient and a smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an repeat event. A visual inspection reveals the device was returned without the t1 and t2 anchors or suture. The device is set in the t1 pre-deployment position which indicates the device was actuated twice. The device has debris on the needle. A functional evaluation confirmed the device was in the t1 pre-deployment position as the deployment needle went into the t2 pre-deployment position once actuated. The device functioned as intended without the ability to deploy anchors. A review of the instructions for use found: read these instructions completely prior to use. Do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include unintended inappropriate use of the device or accidental trigger deployment. No containment or corrective actions are recommended at this time.